Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump was unresponsive. Customer's blood glucose was 493 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer reported the insulin pump would fall to the floor from time to time. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.